Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). A carefusion field service engineer (fse) went onsite at the reporter's facility to evaluate the unit. The alleged issue of the fluctuating map was unable to be duplicated. The fse recalibrated pressure regulators within the device. The fse performed the patient circuit calibration and performance test and the unit is now operating within product specifications.

Event description:
The customer reported that the map (mean airway pressure) was fluctuating on this 3100a. The customer stated that the map was set to 14 cmh2o and it was fluctuating between 10-18 cmh2o. This occurred while the device was being used on a patient. The customer stated that alternate ventilation was provided by changing the unit out to a known good unit and reported that there was no patient injury or harm associated with this reported issue.